Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that innercool system leaking water by input/output connectors. It is unknown when the issue was observed. No patient harm or consequence was reported. No additional information was provided.